Manufacturer narrative:
Submit date: 05/26/2017. An investigation is currently underway. Upon completion, the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the peripherally inserted central catheter (PICC) was placed on (B)(6) 2017 @ 10:49 am. On (B)(6) 2017 a dressing change was required due to an odd discoloration on the statlock device. Upon removal for the tegaderm dressing it was discovered that the catheter was leaking. The location of the leak was not specified. The catheter was removed. The customer further stated that there was no injury to the patient as a result.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product involved in this complaint was (B)(4); dual lumen insertion tray x5 and lot number unknown. As no lot number was identified, a manufacturing device history review (DHR) or product/process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. A sample consisting of one PICC catheter which came inside a generic plastic bag and had one clearlink and one bd syringe with the catheter was returned for evaluation. The sample demonstrates signs of use; blood residues. Underwater testing was performed there was no leakage as described in the complaint. The reported condition has not been confirmed. Based on the available information, it can be concluded that product was manufactured according to specifications and the device functioned as intended for the reported an undetermined time; therefore the most probable root cause can be considered as customer perception, therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process vi sual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.